Event description:
During a procedure, the biliary stent did not deploy properly into the common bile duct. A faulty deployment mechanism was noted where the stent bent. The faulty stent with deployment mechanism was removed and a different stent was placed without problem.